Event description:
Customer's ot ultra meter was prompting the error 2 message and they were unable to test their blood sugar. The issue was unresolved with troubleshooting. The customer couldn't get a reading so they stopped trying to test their blood. The customer stated this occurred some time during the evening. Before going to bed they were feeling ill with symptoms of fatigue and blurred vision. Spouse had them drink orange juice and they went to bed. At 4:00 am the following morning spouse saw them in a comatose state and contacted 911. When the emt's arrived they took their reading (26 mg/dl) at the house on their meter. They treated them with an unknown injection and took them to the hospital. They obtained a reading of 21 mg/dl on the hospital meter when they got to the hospital. They were hospitalized for a few days. No further information has been reported. The meter has been replaced for the customer.